Event description:
Alcon labs of ft. Worth tx is promoting its restor iol as being able to restore quality vision to pts at near, intermediate and far distances. Their promotional literature is rife with references as just stated and "full range of vision". Alcon lab and the ophthamologists who use this device know quite well that none of the patient studies have enjoyed any restoration of quality vision in the mid range. Rptr had one restor implanted and dr did not disclose this bit of info. After the surgery rptr pressed him on intermediate vision, and he responded that none of his pts had enjoyed any improvement in that area. Rptr believes that this amounts to fraud or neglect on the dr's part and certainily fraud on the part of alcon labs. It is rptr's understanding that drs are required to advise pts of the probable and possible outcomes of procedures. Prior to the procedure rptr questioned dr and his optometrists extensively and none of them advised them that the restor lens could not restore quality vision in the intermediate range. Rptr told them that they expected to be able to see clearly at all distances, and none of them advised them of the truth. Rptr paid this dr for the restor in both eyes, but the one device in rptr's left eye has left them with extreme halos around light after dark and rptr fears that if the other eye had an implant that rptr would not be able to drive at night, and that would adversely impact ability to earn a living.